Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
(B)(4) rec'd info that this right atrial (ra) lead dislodged. An x-ray was performed, which revealed this ra lead moved to the right ventricle. It was noted this pt had an underlying atrial flutter (af) rhythm, so the decision was made to reprogram the associated device. This ra lead will be repositioned at a later date. There were no adverse pt effects reported. At this time there is no add'l info. Should add'l info become available this report will be updated.